Manufacturer narrative:
.

Event description:
The customer reported the battery pins are not working. Two pins have no spring and will not make contact to the battery. There was no report of patient involvement.